Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. This error causes the device's nvi to be set to red, the service led wrench will be illuminated, and the device will beep every 30 seconds to advise the user to evaluate the device. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The main pcb board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.